Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed some non-sustained episodes and was exhibiting oversensing, non-physiologic noise and diminished sensing. The lead remains in use. No patient complications have been reported as a result of this event.